Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen with moisture) issue. The reporter alleged that the display screen was blank and had moisture behind it. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-apr-2018 with the following findings: during investigation, the pump was powered on and the display was found to be clear, legible, and functioning properly. Moisture was observed behind the display lens and in the battery compartment. A leak test was performed and a leak was identified due to cracks in the battery compartment. The pump cover was opened and moisture was found throughout the internal components. The original complaint of a blank display issue was unable to be duplicated.